Event description:
Event description boston scientific received information that one day post implant, this implantable transvenous defibrillation lead dislodged. During lead revision, the physician could not place the lead to get good amplitudes and thresholds. In addition, in the process of placing a new lead, the left ventricular (lv) lead dislodged. Due to the patient's tortuous anatomy the lead was damaged.